Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. Upon troubleshooting, fse found that, the fan tray was not powering on even through it has incoming power. The defective fan tray was returned to philips for further analysis and found that the psu01 and psu02 was defective due to 24v power supply. To resolve this issue, fse replaced pdu (power distribution unit) fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.